Event description:
Patient's caretaker contacted dexcom technical support on 06/30/2015 to report patient death that occurred on (B)(6) 2015. Patient was admitted to the hospital on (B)(6) 2015 and remained there for a week for kidney failure. At the time of death, patient's continuous glucose monitoring device was reading 300mg/dl due to colonoscopy related issues. Caretaker stated that the cause of death was kidney failure and not diabetes related. There was no alleged device malfunction. No additional event information was provided.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The reported cause of death was kidney failure. Diabetes mellitus is a known cause of death.